Manufacturer narrative:
(B)(4). Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there a reoperation for staple line bleeding or for stenosis at the gastrojejunostomy or jejunojejunostomy what color cartridge was used for the pouch and for jejunojejunostomy? Were there any staple formation issues identified? What was exactly done in the reoperation? What is the current patient status? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that there was post operative bleeding of the entire staple line in bypass surgery. The patient required a reoperation for restenosis.